Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high out of range high voltage lead impedance. Both out of range measurements were from the same vector, while the other vector was within range. The patient was asymptomatic. No intervention was performed. The patient would continue to be monitored.